Event description:
The blue port (cvp port) became disconnected from the triangular yellow part of the swan ganz cath; this yellow port is the inlet port of the 5 ports for the catheter. Another sg has to be placed. The package has been tossed away after insertion.